Manufacturer narrative:
Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. During visual inspection the screw was inspected and it was confirmed it was fractured at the main thread body. Surgical technique states, if the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advice the patient that resultant forces can cause failure of the device." The communication with the sales representative suggested that the patient does a lot of hunting activity. This might cause excessive stress on the implant which could lead to implant fracture. Conclusion: the possible root cause of the event might be patients failure to adhere to surgeons instruction regarding activity level post surgery.

Event description:
It was reported that; revision case of a broken screw. Patient was (B)(6). Had 2 screws in patient on the leftside l4-l5. The screw in l4 broke. Patient was not harmed but had to have surgery to take broken piece out.the piece will be sent back to you. The doctor left the second half of the screw in the patients he said it would be more harmful to take it out.

Event description:
It was reported that; revision case of a broken screw. Patient was 6'2" 280lbs. Had 2 screws in patient on the leftside l4-l5. The screw in l4 broke. Patient was not harmed but had to have surgery to take broken piece out. The piece will be sent back to you. The doctor left the second half of the screw in the patients he said it would be more harmful to take it out.